Event description:
The pt is reportedly experiencing sound quality issues and intermittencies. Testing of the device showed open impedances on all electrodes. Advanced bionics is in the process of gathering more info.